Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to needle was stuck in the body on (B)(6) 2020. Customer stated needle got stuck in the body associated with the insulin pump. The sensor will not be returned for analysis.